Event description:
It was reported that the device was locking up and would not finish booting up. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The user interface pcb connectors were reseated and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.